Event description:
During a rotational atherectomy procedure, the rotablator guidewire fractured. The lesion being treated was a calcified, 99% stenotic lesion in the mid right coronary artery. When the physician attempted to run the 1.5 burr on this wire outside of the pt's body, but the wire fractured. The rotablator guidewire was removed and replaced with another rotablator guidewire to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.